Manufacturer narrative:
Upon receipt of this delivery device at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination did not find any damages. The mechanical testing was performed and passed successfully. The needle retracted and deployed, and the function of the buttons worked as intended, therefore, the functional testing was passed. The initial reported allegation was not confirmed. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Tissue damage and burns are a known inherent risk of device use as stated in the instructions for use. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on analysis result a conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the delivery device was inserted into the body, and the first shot of vapor was delivered, however, while measuring the puncture site for the second shot, an unusual hissing sound was noted, and a vapor-like fluid spread across the screen prior to needle protrusion. Neither the primary physician nor the other physicians initially noticed the situation; however, it was later identified as unusual when the surface area of the prostate lateral lobe of the patient turned white, suggesting possible vapor emission. In total, six punctures and injections were performed, and during the measurements for the third through sixth punctures, spontaneous vapor emission was observed. The procedure was completed without changing the device, due to concerns about bleeding and prolonged procedure time. Despite removing the device from the patient and placing it on the sterile table, a vapor-like fluid continued to emit intermittently. Additional information received, indicated that the steam was coming out from the handpiece even though nothing was being pressed. The skin surface of the patient appears to be slightly burned, however, there was no treatment for the skin, and the patient is in remission.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the delivery device was inserted into the body, and the first shot of vapor was delivered, however, while measuring the puncture site for the second shot, an unusual hissing sound was noted, and a vapor-like fluid spread across the screen prior to needle protrusion. Neither the primary physician nor the other physicians initially noticed the situation; however, it was later identified as unusual when the surface area of the prostate lateral lobe of the patient turned white, suggesting possible vapor emission. In total, six punctures and injections were performed, and during the measurements for the third through sixth punctures, spontaneous vapor emission was observed. The procedure was completed without changing the device, due to concerns about bleeding and prolonged procedure time. Despite removing the device from the patient and placing it on the sterile table, a vapor-like fluid continued to emit intermittently. Additional information received, indicated that the steam was coming out from the handpiece even though nothing was being pressed. The skin surface of the patient appears to be slightly burned, however, there was no treatment for the skin, and the patient is in remission.

Manufacturer narrative:
H6: patient codes updated.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the delivery device was inserted into the body, and the first shot of vapor was delivered, however, while measuring the puncture site for the second shot, an unusual hissing sound was noted, and a vapor-like fluid spread across the screen prior to needle protrusion. Neither the primary physician nor the other physicians initially noticed the situation; however, it was later identified as unusual when the surface area of the prostate lateral lobe of the patient turned white, suggesting possible vapor emission. In total, six punctures and injections were performed, and during the measurements for the third through sixth punctures, spontaneous vapor emission was observed. The procedure was completed without changing the device, due to concerns about bleeding and prolonged procedure time. Despite removing the device from the patient and placing it on the sterile table, a vapor-like fluid continued to emit intermittently. Additional information received, indicated that the steam was coming out from the handpiece even though nothing was being pressed. The skin surface of the patient appears to be slightly burned, however, there was no treatment for the skin, and the patient is in remission.